Event description:
It was reported that the patient presented remotely via merlin.net with non-sustained oversensing episodes due to myopotential oversensing noted on the implantable cardioverter defibrillator. Programming modifications were discussed. The patient would continue to be monitored.